Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user replaced the main lamp of the device. However, the main lamp went out less than 100 hours after the replacement. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc could not review the manufacturing history (DHR) of the subject device, because the lot number of the subject device was unknown. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the reported phenomenon was attributed to an accidental failure of the lamp or hastened lamp deterioration due to usage/storage environment.